Event description:
Patient's spouse called spontaneously to report that pump (sn: (B)(4)) was beeping constantly with no error message. Patient is using backup pump. No doses were missed and adverse event occurred. New pump has been shipped to patient. No other information available. Reported to (B)(6) by: patient/caregiver.